Event description:
While preparing a chemotherapy infusion, the IV tubing pulled free of the drip chamber and the chemotherapy agent spilled on the registered nurse. The tubing separated completely from the drip chamber. Baxter representative states tubing has chemotherapy agent in it and decontamination not feasible. Tubing not returned to mfg.